Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot manufacturing location: monument, manufacturing date: 29-may-2018, expiration date: 01-may-2028, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: h651653 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15096 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: l864460, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h571491, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 02-may-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58 lot number: h620587 lot quantity: 80 met all inspection acceptance criteria. Part number: 21127, timo agri 16.00 bp80 lot number: h593520 lot quantity: 3,056 lbs. Certificate of analysis received from metalwerks inc. Dated 26-feb-2018 was reviewed and determined to be conforming. Lot summary report dated 14-mar-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on june 21, 2019, the patient underwent a removal of a trochanteric femoral nail advanced (tfna) system due to an unknown reason. The removal was successfully completed without problem and the devices were sent. However, two (2) days after the procedure, the surgeon reported that the tfna nail that was removed was broken and this case had happened twice in a span of six (6) months. It was unknown how the surgery was completed. Patient outcome was unknown. This complaint involves an unknown quantity of devices. Visual inspection: the tfna nail was received at the us cq. The device was received in two (2) fragments. Two (2) jagged fractures had occurred through the walls of the helical blade opening of the nail at the proximal end, separating the device into a proximal and distal fragment. Both fragments had scratches and scrapes on their surface, consistent with typical wear from implantation and explantation. No other issues could be identified with the returned portions of the device. Document/specification review: manufacturing record evaluation: the received device (part # 04.037.045s lot # h651653) was manufactured at the monument site on 29 may 2018. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: the complaint was confirmed for the tfna nail. The device was received in two (2) fragments, having separated at the junction for a helical blade at the proximal end of the nail. The jagged fracture was isolated to the walls of the junction. Both fragments had scratches and scrapes on their outer surface, consistent with the expected wear from implantation and explantation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11:d10: complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal of a trochanteric femoral nail advanced (tfna) system due to an unknown reason. The removal was successfully completed without problem, however, two (2) days after the procedure, the surgeon reported that the tfna nail that was removed was broken and this case had happened twice in a span of six (6) months. It was unknown how the surgery was completed. Patient outcome was unknown. This report captures the 1 of the 2 events wherein the surgeon reported that the tfna nail that was removed was broken and this case had happened twice in a span of six (6) months and the other is captured under (B)(4). Concomitant device reported: tfna helical blade (part# 04.038.405, lot# unknown, quantity 1), locking screw (part# 04.005.518, lot# unknown, quantity 1), tfna end caps (part# 04.038.005s, lot# unknown, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5, d11: updated concomitant devices: tfna helical blade (part# 04.038.405, lot# h573469, quantity 1), locking screw (part# 04.005.530, lot# l715288, quantity 1), tfna end caps (part# 04.038.000, lot# 2l17316, quantity 1). Adonis odtohan.